Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette had a supply bag that was leaking at the connection site. This occurred during patient use. The technical service representative (tsr) advised the registered nurse (rn) to have the home patient (hp) start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.